Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Brown material was observed on the shell surface. Product evaluation's visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white and brown material observed. Mentor performs 100% inspection and testing of all devices prior to release. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, product evaluation concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 460cc saline catalog: 3503460, sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor smooth round high profile 460cc saline breast prostheses. Left breast prosthesis deflation and right breast capsular contracture grade ii were reported. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 425cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.